Event description:
It was reported that the needle did not deploy at pod activation as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the needle mechanism failing to deploy. The bottom housing cannula window and eseal were checked for damages and no issues were observed. Although no problem was found with the device, it could not be determined when the needle mechanism deployed, and the cause of the reported needle mechanism failure could not be determined.